Manufacturer narrative:
PMA/510k: this report is being filed on an international product, list number 191-00 that has a similar product distributed in the us, list number 190-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use, device discarded.

Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 assay for multiple tests performed on (B)(6). This MFR. Report addresses test two (2) of four (4). Repeat testing and confirmation testing were not performed. The customer performed the tests on an asymptomatic staff member. The tests were used for troubleshooting, not for clinical purposes. No additional information was provided.

Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m208228 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m208228 test base part number 190-430 / lot m208228. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m208228 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use, device discarded.

Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 assay for multiple tests performed on (B)(6) 2022 and (B)(6) 2022. This MFR. Report addresses test two (2) of four (4). Repeat testing and confirmation testing were not performed. The customer performed the tests on an asymptomatic staff member. The tests were used for troubleshooting, not for clinical purposes. No additional information was provided.